Event description:
It was reported that the 9600 system had a bad iris pot error message and would not fluoro during a case. The system was rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wiring was repaired and collimator was calibrated. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.